Manufacturer narrative:
A ge service rep performed an on site investigation. The gib (generator interface board) and ffb (fluoro functions board) were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system stopped fluoroing and the system had to be restarted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.